Event description:
It was reported that a customer called stating that he received a letter about the 530g insulin pump. And, as a result he has stopped using the pump because he has had hypoglycemic moments. Customer stated he has discontinued the use of the 530g insulin pump and has reverted to his old pump. Customer did not have time to troubleshoot. However, he stated he will call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).